Event description:
Per the clinic, the patient experienced a performance decrement resulting in testing to confirm device malfunction. It is unknown whether there are plans to explant and reimplant the patient with another device as of the date of this report.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Correction: no device malfunction as previously reported. Implanted device remains and patient is successfully using device as of the date of this report. This report is filed (B)(4) 2012.